Manufacturer narrative:
The device manufacture date for this product is december 27, 2006. Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. An error message was noted in the log file which was caused by the touchscreen not calibrating. It was noted the programmer had some dents. As a result, some components were removed and replaced. The clinical observations were confirmed.

Event description:
Boston scientific received information that while using this programmer, the cardiologist was unable to stop the threshold measurement testing with two pacemaker dependent patients. One of the patient's suffered a collapse. As a result, the programmer was removed from service. No additional adverse patient effects were reported.